Event description:
It was reported that "the jaws are not opening well," they are not grabbing the tissue as expected. The "tissue slips out and handle keeps spinning, there is no strength to it." The surgeon switched to using clamps to clamp off the vessels and then cut and tied them with sutures. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examine of the device revealed a severed cord and eschar build-up in the guiding slots. The rotator knob was rotated 180 degrees several times to verify functionality. The rotation functionality was smooth and locked in the starting and finishing positions, as intended. The rotation functionality was deemed acceptable. The jaw trigger was actuated from the unlocked to locked position several times to ensure proper handle mechanics. The jaw trigger actuated smoothly. The jaws were inspected while in the closed position and found to close all the way and have proper alignment. When the jaws were in the open position they were inspected and found to have no damage to any part of the jaw. Handle mechanics, jaw closure and jaw alignment were deemed acceptable. The blade trigger was depressed several times while the jaws were in the locked position. Resistance was noticed while depressing the blade trigger as a result of the eschar build-up on the distal end and guiding slot. The thumb button was pressed several times and found to have proper button feedback. Thumb button feedback was deemed acceptable as the thumb button was able to depress the pressure pad on the membrane switch and exhibited a tactile click; and the pressure pad disengaged when released. The device's cutting ability was tested by attempting to successfully make three consecutive cuts without a failure. The device was found to successfully make all three consecutive cuts. However, it failed cut testing as the results exhibited unclean and incomplete cuts. Once the eschar buildup was cleaned off the jaws, the device was tested a second time and found to successfully make all three cuts without any incomplete or unclean cuts. Based on the evaluation of the device the most probable root cause for the device not opening well can be attributed to eschar buildup inside the guiding slots and jaws as it can inhibit the grasping/cutting ability and potentially cause the blade to stick, which can result in the jaws not opening as intended. A potential cause for the "handle keeps spinning" can be attributed to the device not being set all the way on to the starting and finishing position giving the false impression of rotating freely. Sss instructions for use states: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters." "Close the white movable handle until it clicks and latches in place." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.